Event description:
The initial reporter alleged discrepant results for one patient sample tested with the elecsys hbsag ii assay on the cobas 6000 e601 module. The discrepancies were observed across different elecsys parameters, specifically the elecsys hbsag ii and elecsys ahbs assays, during the period from 2022 to 2023. The patient sample was confirmed as a false positive in the elecsys hbsag ii assay. The customer did not perform a confirmation analysis on this sample.

Manufacturer narrative:
The reported event occurred on a cobas 6000 e601 module (serial number: (B)(6)). The investigation confirmed that the patient sample produced a false positive result in the elecsys hbsag ii assay. The influence of the drug rituximab, administered to the patient since (B)(6) 2020, could neither be confirmed nor ruled out as a contributing factor to the discrepant results observed in 2023. The investigation was limited as no confirmatory testing was performed by the customer, and additional testing to evaluate potential drug interference was not feasible. It was recommended to perform confirmatory testing in cases of discrepant results for this patient.